Event description:
It was reported that bd ultra-fine¿ nano pen needles with pentapoint¿ comfort easyflow¿ technology had a broken seal. The following information was provided by the initial reporter, translated from portuguese: informing that he uses bd needles to apply insulin and in the last batch purchased, 3 needles that he opened to use were bent, 2 were completely bent, unable to use and 1 needle was a little bent, he managed to apply the insulin, however with great difficulty, reported that the rest of the needles they discarded. The customer explained that he always makes sure to buy boxes with an intact seal. However, he comments that he once went to buy a box of our product in a pharmacy and identified one with a broken seal, the customer did not purchase this box and exchanged it for another with an intact seal before making the purchase.

Manufacturer narrative:
E.1. Initial reporter phone#: (B)(6). E.1. Initial reporter fax#: (B)(6). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 05jan2024. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue as no evidence related to the reported failure were provided. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that bd ultra-fine¿ nano pen needles with pentapoint¿ comfort easyflow¿ technology had a broken seal. The following information was provided by the initial reporter, translated from portuguese: informing that he uses bd needles to apply insulin and in the last batch purchased, 3 needles that he opened to use were bent, 2 were completely bent, unable to use and 1 needle was a little bent, he managed to apply the insulin, however with great difficulty, reported that the rest of the needles they discarded. The customer explained that he always makes sure to buy boxes with an intact seal. However, he comments that he once went to buy a box of our product in a pharmacy and identified one with a broken seal, the customer did not purchase this box and exchanged it for another with an intact seal before making the purchase.